Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to protruded/loose drive support disk. Missing end cap sticker and cracked case near display window corners noted during visual inspection. Unable to test empty reservoir alarm due to prime alarms.

Event description:
Customer stated that the insulin pump alarmed during prime/rewind process. The blood glucose reading is 120 mg/dl. Insulin squirted out during the manual prime process. The drive support cap is protruded. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.